Event description:
The customer reported to beckman coulter that two patient samples recovered erroneous high hemoglobin (hgb) results on the coulter lh 750 analyzer without instrument generated flags/messages compared to rerun results on this instrument and on a different instrument which the customer considered correct. Per the customer, the higher hgb results were generated after the instrument was in shutdown. Data submitted for review indicated that both patient sample results were generated with an operator definable error messages "hematocrit/hemoglobin (h&h) check failed", prompting the customer to repeat test on an alternate instrument. There were no erroneous results reported out of the laboratory as the operator indicated that the results were not accepted.

Manufacturer narrative:
Quality control (qc) data submitted for both instruments was within specifications. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse cleaned the blood sampling valve (bsv) and retic shear valve. The fse also performed two (2) successful reproducibility tests and did not identify an instrument malfunction. Failure mode for the discrepant hgb results could not be determined as the fse did not identify an instrument malfunction.